Event description:
It waas reported that the customer was hospitalized with dka. Troubelshooting conducted indicated the device was functioning properly, however, the customer did not have a tubing clamp to perform the high pressure test. Advised customer to call back for further testing when tubing clamp arrives.